Event description:
It was reported in the pt's clinic notes on (B)(6) 2009 that he was having an increase in seizures. The settings were provided; attempts for further info have been unsuccessful to date.